Event description:
It was reported this drainage catheter was placed for a renal cyst aspiration and sclerosing procedure. Post placement, alcohol was injected into this catheter and the distal tip detached in the renal cyst. No retrieval was attempted. The procedure was successfully completed with this unit. It was indicated that post procedure the pt felt abdominal discomfort. The pt is currently being treated at another facility as an out pt and no further details are available regarding the pt's condition. This device remains in the pt, therefore, no failure analysis is available. Co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "this catheter is designed for percutaneous drainage of the abscess fluid, biliary, nephrostomy, pleural empyemas, lung abscesses, and mediastinal collections."